Event description:
Pt revised to address persistent pain. Intraoperatively it was noted that the cup had 'spun' and impinged femoral neck. Extensive metallosis was also noted at revision site.

Manufacturer narrative:
The 510(k) number not provided because the implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.